Manufacturer narrative:
The soft cannula was in the deployed state when the device was received with the needle exposed and extending to the distal tip of the soft cannula. Damage was observed on the distal tip of the exposed soft cannula. Investigation found the hard cannula not sitting in the slide retract which had fully retracted. Damage was found on the slide retract where part of the hard cannula would normally sit in. Found blood residue on the adhesive pad. No deformities, burrs or damage was observed on the distal tip of the formed needle. While no damage was found to the distal tip of the formed needle, the needle being exposed contributed to the bleeding. Investigation found an 0x1c alarm in the download data which occurs at 80 hours of pump operation. 80 hours of pump operation was confirmed in the data. This is a design parameter of the device that causes planned disruption of the pods ability to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation.